Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested, disassembled and visually inspected. Results: performance testing confirmed that the valves were faulty. The device was then disassembled, and it was found that there was excessive grease on both valves retaining ring's outer lip and around the top of the adjustment knob sticks which prevented smooth movement while rotating the knob. Conclusion: the reported fault was due to excessive grease that was applied to the valve during the manufacturing of the complaint device. This grease prevented smooth movement while rotating the knob of the valve. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". F&p is currently completing a failure investigation into the reported manufacturing issue. The failure investigation will examine the potential root cause of the reported manufacturing issue and provide recommended actions based on the findings.

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of an rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor reported that the peak inspiratory pressure valve of an rd900 neopuff infant resuscitator was faulty. There was no reported patient involvement.